Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, tested thresholds on the lead were consistently high after repeated attempts. The ipl was explanted and replaced with another lead. No patient complications have been reported as a result of this event.